Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and customer had experienced high blood glucose level. The customer reported the symptoms such as headache and treatment. Customer's blood glucose value was 391 mg/dl at time of incident. Customer's current blood glucose value was 326 mg/dl. The customer¿s blood glucose was 230 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Customer declined to troubleshoot for the high blood glucose level. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 60 mg/dl and threshold/low suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.